Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that they instructed the site on proper work flow when plugging/un-plugging the imaging system between procedures. The reported issue has not repeated since. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the batteries of the viewing station of the imaging system would not hold a charge. The representative reported that the viewing station of the imaging system would not power on. The system would be left to charge overnight when the reported issue occurred. There was no patient present when this issue was identified. No additional information was provided.